Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting short interval counts (sic). They could not be reproduced with isometrics or pocket manipulation. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.